Manufacturer narrative:
The closure-fast catheter was not returned and could not be evaluated. Root cause determined to be attributed to possible genetic disposition. If any additional information is obtained, a follow-up report will be submitted.

Event description:
In 2007, patient called with complaints of right leg pain which started on three days earlier. She was seen the same day and diagnosis of thrombosis of the right common femoral, femoral popliteal veins was made on ultrasound. She was admitted immediately tests and medication was provided. She was discharged on six days after the original date.